Event description:
A report was received that a patient presented to emergency room with complaints of chest pain. A coronary angiogram was conducted and revealed an aneurysm in the left anterior descending (lad) artery, at the distal portion of a previously implanted cypher stent (implanted date in 2005). It is unknown, if the patient received any treatment for the aneurysm. The physician also noted, that this patient was admitted 3 months ago, experiencing chest pain, at which time a repeat cardiac catheterization showed a thrombosis within the cypher stent. It is unknown what type of treatment was conducted to treat the thrombosis. The doctor also stated that the patient is on plavix, aspirin and that the patient told her he was compliant with his anti-platelet therapy. Additional information will be submitted 30 days upon receipt.